Event description:
As reported, during the procedure to implant a 29mm sapien 3 valve in the aortic position via transfemoral approach, balloon rupture was noted. The delivery system was prepared with nominal volume, a slow and steady inflation technique was used. The rupture was observed upon valve deployment when balloon was fully inflated. The delivery system was pulled back into esheath to the point where the nosecone was just outside the tip of the esheath, the sheath and system were removed together. The delivery system and esheath were fully removed from the patient. Valve deployment was successful, and patient was doing well with no further complications.

Manufacturer narrative:
Investigation is ongoing. Device expected back.

Manufacturer narrative:
H2, h6 updated the device was returned to edwards lifesciences for evaluation. Visual inspection indicated that the commander delivery system was fully inserted through esheath+ with full loader assembly on sheath shaft. There was a slight kink on proximal balloon shaft likely due to packaging. A stopcock on balloon port and the default position was locked, full fine adjust, no flex. The balloon was burst radially and longitudinally, no pieces appeared to be missing, some bunching of distal liner on sheath. They were unable to remove the delivery system through the sheath. Due to the nature of the complaint, no functional testing was able to be performed. Dimensional testing was performed; the inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. No device history record (DHR) review was required as an existing technical summary is applicable to this event. The complaint for failure balloon burst was confirmed by visual inspection of the returned device. However, no manufacturing nonconformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing nonconformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, upon valve deployment, just as full volume was placed into the balloon, balloon rupture was noted additionally, imagery provided by the field showed calcification present in patient leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. This event reports a balloon burst during thv deployment that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product nonconformances or labeling/IFU inadequacies identified in the evaluation. Therefore, it is not included in the risk management file. Edwards continues to monitor complaint history on a monthly basis. Therefore, the review of risk management file is complete, and no further action is required.